Manufacturer narrative:
Age and weight: unknown, information not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) was fully inserted into patient's operative eye and was removed in the same procedure and vitrectomy was done on patient. Additional details received states that there was no injury to the patient. There was no issue with the lens and it was removed because patient was not cooperative and was moving a lot, patient has dementia, and doctor needed an iol that was half of diopter smaller so it would sit well in the eye. Procedure was completed successfully using backup lens. No additional medical/ surgical interventions were performed. Patient was doing fine at the time of discharge. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 7/21/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. Two detached haptics were also observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.